Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed during prime. Customer's blood glucose was 141 mg/dl. The device was not dropped or bumped. The drive support cap was sticking out and loose and was not pressed. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.